Event description:
Reportable based on device analysis completed on 31jan2023. It was reported that the balloon could not be inflated. A 2cm peripheral cutting balloon was selected for percutaneous transluminal angioplasty (pta) treatment of a calcified/closed vessel in the pelvic region. During the procedure, the balloon was inserted into the vessel, but could not be inflated. After several attempts it didn't inflate and the media was floating out of the balloon at the top. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a pinhole in the balloon material located approximately 2mm proximal of the distal markerband.

Manufacturer narrative:
Device eval by manufacturer: the 2cm peripheral cutting balloon was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A pinhole was identified in the balloon material located approximately 2mm proximal of the distal markerband. An inflation test could not be carried out due to the pinhole in the balloon material. Further visual examination found both markerbands undamaged and in the correct position on the device. All blades were present and fully bonded to the balloon surface with no damage to the tip or blades. A visual and tactile examination identified no kinks or damage to the shaft of the device. Analysis confirmed that balloon could not be inflated due to the pinhole in the balloon material.